Event description:
Pre-operatively, it was reported that the patient had intractable back and leg symptoms. Additionally, she was diagnosed with adult scoliosis with degenerative discs. On (B)(6) 2011, the following procedures were performed-an anterior spinal fusion l3-l4, l4-l5, and l5-s1 followed by anterior instrumentation with perimeter cage at l3-l4, l4-l5, and l5-s1. A perimeter cage was used to place infuse and compression resistance matrix. Three levels were performed and intraoperative films showed good alignment and good fixation. No patient complications were reported. On (B)(6) 2011, the following procedures were performed- a posterior spinal fusion from t10-s1 with iliac bolts, posterior spinal instrumentation from t10-s1, legacy system with iliac bolts, removal of previous instrumentation from t10 down to l3. No patient complications were reported. It was reported that the patient's post-op periods were marked by severe and painful complications which included, but were not limited to- the need for additonal surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011 the patient was pre-operatively diagnosed for adult scoliosis with degenerative disc. The patient underwent: anterior spinal fusion l3-l4, l4-l5, and l5-s1 followed by anterior instrumentation with cage at l3-l4, l4-l5, and l5-s1. As per op notes, using retroperitoneal approach l5-s1, l4-l5, and l3-l4 areas were exposed. Discectomies were then approached at these areas and removed, removing the disc. Appropriate cage was placed in with rhbmp-2/acs and compression resistance matrix. Three levels were performed. Intra-operative films showed good alignment and good fixation. Patient tolerated the procedure well. On (B)(6) 2013 the patient presented with following pre-op diagnosis: l5-s1 pseudoarthrosis with instrumentation failure, coronal and sagittal deformity, status post prior t10 to s1 fusion, prior instrumentation infection. The patient underwent: exploration of prior fusion t12 to s1, 3-column osteotomy l4, segmental instrumentation t12 to the pelvis, placement of pelvic bolts with navigation. Posterolateral fusion l3. L4. L5, s1, placement of bone morphogenic protein, placement of local autograft, placement of morcellized allograft. As per op notes, a medium bmp was placed in the posterolateral elements spanning from l5 to s1 as well as across the osteotomy defect. Additionally. Prior to closing the osteotomy packed a 1/4 of a medium bmp anteriorly into the osteotomy defect and packed morselized allograft behind it. No intra-op complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.